Event description:
It was reported that during device replacement, a part of the sealing ring remained in the device. High, out of range, lead impedance was measured so the lead was explanted and replaced. Patient¿s condition is unknown.

Manufacturer narrative:
(B)(4).